Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 260 mg/dl. Troubleshooting for high blood glucose found the customer was vomiting, nauseous, and irritable as a result of his high blood glucose. Troubleshooting for the insulin pump found the insulin pump passed all functional testing. It was also found the customer had a displayable history failed on startup alarm and a signal too low alarm in their alarm history. It was also found the customer had a blank display. Troubleshooting was able to recover the customer's display. The customer's mother requested to have her son's insulin pump replaced. The customer will be using their back-up plan while their insulin pump was being replaced. No additional information provided.